Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was explanted on (B)(6) 2018 and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (500.0 mcg/ml at 450.16 mcg/day) via an implantable pump for an unknown indication for use. It was reported that interrogating the pump revealed an active motor stall. The event date was reported to be (B)(6) 2018. The patient did not show any withdrawal symptoms. Log data (oldest entry on (B)(6) 2018) showed intermittent motor stalls which had been resolved automatically after different time frames ranging from approximately 10 hours to a couple of days. The representative advised the hcp to program the pump to minimum rate, substitute orally, and to replace the pump as soon as possible. Explant was planned, but the date was unknown. It was reported there were no contributing factors (no MRI or other obvious electromagnetic interference). The issue was not resolved. The patient status was alive - no injury. The pump would be returned. No further complications were reported or anticipated. Pump logs from an interrogation on (B)(6) 2018 at 11:07 were provided. The logs indicated a motor stall occurred on (B)(6) 2018 at 03:58 with a recovery at 13:25. Another stall occurred at 22:57, a tube set message occurred on (B)(6) 2018 at 22:57, and a recovery occurred on (B)(6) 2018 at 00:06. Another stall occurred on (B)(6) 2018 at 05:40 with a recovery on (B)(6) 2018 at 00:27. Another stall occurred on (B)(6) 2018 at 02:19, a tube set message occurred on (B)(6) 2018 at 02:19, and a recovery occurred on (B)(6) 2018 at 20:12. Another stall occurred on (B)(6) 2018 at 11:46, a tube set message occurred on (B)(6) 2018 at 11:46, and a recovery occurred on (B)(6) 2018 at 23:05. Another stall occurred on (B)(6) 2018 at 02:09 with a recovery at 05:56. Another stall occurred at 23:56 with no recorded recovery.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft -bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.